Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 201 mg/dl. The customer stated the act button is not working and the device is ramping down the menu. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. The insulin pump was tested after cleaning keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No traces of moisture were noted at electronic or motor assemblies per visual inspection. No smell like insulin noted. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, minor scratched display window and stained end cap sticker.